Manufacturer narrative:
System: (unable to confirm/inconclusive/unable to determine). Probe: (no sample returned/inconclusive/unable to determine). No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. A review of complaints within the past 24 months from the month of the reported complaint showed 7 similar incidents of ¿probe performance - system¿ while using the system, where root cause remains inconclusive. Product evaluation ¿ probe: no probe sample was returned for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe stopped cutting before the procedure. Additional information and product sample have been requested.